Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of the event was unknown. And the customer did not feel the vibrating alert and reported that the pump did not audibly alert to the low. Sensor signal loss occurred at that moment as well. The customer was assisted by emts (emergency medical technicians), treated for the hypoglycemic event with glucagon, and transferred to the emergency room. The customer reported persistently losing sensor signal and did not feel safe in these moments because the automation could not automate the basal delivery and reverted to safe basal, even when the customer was hypoglycemic. The customer experienced another sensor signal loss alert while on the mobile device. The event involved product(s) mmt-397a, mmt-1884, 78893-01 and mmt-332a. Troubleshooting was partially performed for low blood glucose event and the customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature was not active at the time of event. Troubleshooting was partially performed for loss of communication. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for 78893-01. No product return is required for mmt-332a.